Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by a company representative that the customer had been off the sensor for 4 months and was getting a discrepancy. Customer's sensor glucose was showing 80 mg/dl but she would have a blood glucose reading of 30 mg/dl. Customer stated that she is having high blood glucose due to forgetting to bolus.